Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the device had audio anomaly. It had stopped delivering insulin but it did not alarm. They ran a self-test but it shut off. The customer's blood glucose during the incident was unknown. Troubleshooting was performed. The device did not pass the audio test. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures error was present in the device trace download and hardware low level failures error alarmed during self test due to broken trace at on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures error. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected lost sensor alarms, sensor updating messages, calibration not accepted messages and lost sensor signal messages noted during testing.